Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that impactor is cracked. On 7/26/2018: visual examination of the product confirmed the device is broken (material missing).